Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; specific value was not provided. Cause was not known. The customer administered a correction bolus via the pump as well as performed a supply change to address the bg. In addition, was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.